Event description:
It was reported that the patient's pump may have flipped, though it had not been confirmed. The reporter stated that he was able to get telemetry and interrogate the pump. The reporter also stated that an x-ray would be taken to check for a flip. The drug being used in this system was unknown. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had significant weight loss during the past two years. The physician attem pted to refill the pump and was unable to do so despite fluoroscopic guidance in an office setting. The patient was then scheduled for surgery. In the operation room, the surgeon learned that the pump had flipped after opening the pocket. The patient did not experience adverse effects due to the flipped pump. The refill was done without complication.

Manufacturer narrative:
All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).